Event description:
(B)(6) implanted a hero graft on (B)(6) 2015 at (B)(6). Once on the phone, the dialysis unit notified (B)(6) that the patient was complaining of symptoms of steal syndrome and was scheduled to have the hero graft removed tomorrow morning ((B)(4) 2015) at (B)(6). Cryolife then contacted (B)(6) on his cell phone. (B)(6) said the patient has developed steal syndrome and he plans to fully remove the hero graft tomorrow morning. (B)(6) stated that he was not blaming the device necessarily, however, the patient still has symptoms of steal syndrome. (B)(6) said he performed the anastomosis of the graft portion to mid brachial artery and he thought the vein was large enough at the time of implant ((B)(6) 2015). Cryolife representative was present at the surgery on (B)(6) 2015. (B)(6) performed a proximalization of the anastomosis of the agc instead of explanting the graft. (B)(6) used a gore tunneler to do a banding technique.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Dr. (B)(6) implanted a hero graft on (B)(6) 2015 at (B)(6) hospital in (B)(6). (B)(6) was scheduled to perform an in-service at the davita dialysis unit tomorrow so (B)(6) called them to confirm. Once on the phone, the dialysis unit notified (B)(6) that the patient was complaining of symptoms of steal syndrome and was scheduled to have the hero graft removed tomorrow morning ((B)(6) 2015) at (B)(6) hospital. The rep then contacted dr. (B)(6) on his cell phone. Dr. (B)(6) said the patient has developed steal syndrome and he plans to fully remove the hero graft tomorrow morning. Dr. (B)(6) stated that he was not blaming the device necessarily; however, the patient still has symptoms of steal syndrome. Dr. (B)(6) said he performed the anastomosis of the graft portion to mid brachial artery and he thought the vein was large enough at the time of implant ((B)(6) 2015). Additional information was received fon 02/04/2015 following the procedure by dr. (B)(6). The rep was present for the first part of the procedure. According to the rep, dr. (B)(6) performed a proximalization of the anastomosis of the arterial graft component (agc) instead of explanting the graft. Dr. (B)(6) used a gore graft to a do a banding technique. Multiple attempts were made to gain additional information on patient outcome however, no response was received. The manufacturing records for lot h14av004 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The hero graft instructions for use (IFU) lists vascular insufficiency due to steal syndrome as a potential complication that ranges for 2.6% to 3.8% with hero, and 3.8% in arteriovenous grafts (avg). Steal syndrome is not unique to hero graft and is well known complication of arteriovenous access conduits: fistula, prosthetic, biologic and xenograft inclusive. A proximalization of the arterial anastomosis, a banding procedure or an explant are all well established treatments to relieve the steal syndrome as was done in this situation. According to the report, the patients developed steal syndrome after implant of a hero device. Steal syndrome is a known complication of the hero device caused by shunting of arterial blood into the venous system. This complication does not reflect a defect in the device itself. Adequate precautions are provided in the IFU. The root cause for the reported event is excessive shunting of arterial blood into the venous circulation. These events represent a known potential complication of the hero graft which is outlined in the device's IFU. This known potential complication is common among all arteriovenous grafts, and do not suggest that there is a deficiency in the hero or the hero IFU. There is no evidence to suggest that an error occurred in processing or production. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
Dr. (B)(6) implanted a hero graft on (B)(6) 2015 at (B)(6) hospital in (B)(6). Once on the phone, the dialysis unit notified (B)(6) that the patient was complaining of symptoms of steal syndrome and was scheduled to have the hero graft removed tomorrow morning ((B)(6) 2015) at (B)(6) hospital. Cryolife then contacted dr. (B)(6) on his cell phone. Dr. (B)(6) said the patient has developed steal syndrome and he plans to fully remove the hero graft tomorrow morning. Dr. (B)(6) stated that he was not blaming the device necessarily, however, the patient still has symptoms of steal syndrome. Dr. (B)(6) said he performed the anastomosis of the graft portion to mid brachial artery and he thought the vein was large enough at the time of implant ((B)(6) 2015). Cryolife representative was present at the surgery on (B)(6) 2015. Dr. (B)(6) performed a proximalization of the anastomosis of the agc instead of explanting the graft. Dr. (B)(6) used a gore tunneler to do a banding technique.